Event description:
It was reported that the patient had diaphragmatic stimulation. The left ventricular (lv) lead had no capture. The pacing mode was reprogrammed and the lead was electronically abandoned. The patient is a participant in the (B)(6) study (sls). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: c2tr01 implantable cardioverter defibrillator (B)(6) 2013; 5076-52 implantable pacing lead (B)(6) 2013; 5076-45 implantable pacing lead (B)(6) 2013. (B)(4).